Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks related to right ventricular (rv) lead noise ¿indicative of degeneration of the lead¿. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.